Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and right atrial (ra) lead due to cied system/pocket infection. Cook medical liberator tip locking stylets were inserted into each lead to provide traction. A spectranetics 14f glidelight laser sheath was used back and forth on the ra and rv lead due to severe lead adhesion. At that time, a pericardial effusion was detected, the patient¿s blood pressure dropped, and rescue efforts began, including thoracotomy. A superior vena cava (svc) perforation was discovered and repaired; however, the rv and ra leads remained in the patient. The patient survived the procedure. This report captures the 14f glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics device in use during the procedure.

Manufacturer narrative:
. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. D4) device serial number - not available from facility. H3) the glidelight was discarded, thus no returned product investigation was performed. H6) great vessel perforation is a known risk of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.